Event description:
Initial information was received from a consumer on 29-mar-2010: a (B)(6) female consumer initiated sodium hyaluronate [hyalgan] weekly for osteoarthritis. She had three injections in each knee. Her last injection was given on (B)(6)-2010. She stated that after each subsequent injection, her left knee got more and more swollen. The right knee that had originally bothered her the most never had a problem. She had not been staying off her feet after the injections or icing the area. She reported that the fluid was never drained from the knee prior to the next injection. She stated that currently her left leg was swollen to twice the size of the right knee from above the knee to the ankle. She also stated, it was very painful. She told her physician she could not take the pain of another injection. No further relevant information was reported. Additional information was received from the consumer on 25-may-2010. This case initially considered as non-serious was upgraded to serious: the consumer received three shots of sodium hyaluronate beginning on (B)(6)-2010. She became very sick, feverish, had a little pain in her left knee where the shots started. She went to another orthopedic doctor who removed two large syringes of fluid from her left knee. Both legs were very painful and it became very difficult for her to walk. At the time of the report, the consumer still felt very sick, had chills, sweats kept feeling very nauseous, tired, weak, and had no appetite. The consumer also listed the outcome as ongoing. No further relevant information was reported.